Manufacturer narrative:
Evaluation: results: evaluation of the returned product found that the low battery indicator does not come on when it should. The control buttons do not work. The sensor # 2 receptacle molding is damaged however the pins inside are in good condition. The moisture indicator label is missing. The alarm is silent when pressure is on the pad and sounds when pressure is off the pad. Note: the instructions for use has a statement: the posey sitter ii is an electronic device. It may fail to work is subjected to severe shock, such as being dropped, or immersed in liquid. To reduce the risk of serious injury or death, inspect and test alarm function each time before leaving patient unattended. Do not use the alarm or sensor if it does not activate each time weight is removed from the sensor, the chair belt sensor is unfastened, or the pir sensor is activated. Always install a completely new set of batteries when the low battery light flashes. Do not replace a single cell, but all cells in the alarm. The low battery light will flash red when new batteries are needed. Change the batteries at once. (B)(4).

Event description:
The customer reported that the alarm continuously alarms when a new sensor is attached and pressure is on the pad, no other damages reported by the customer. This was discovered during set up so there was no patient incident or injury that occurred.